Event description:
It was reported that the event occurred while in the cath lab during use. The intra-aortic balloon ((B)(4)) was inserted while in the cath lab via left femoral without issue. Blood was observed in the gas line. As a result, the iab was removed immediately. There was not another attempt at the procedure. There was an indefinite delay or interruption in therapy with no harm to the pt noted. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome was the pt was waiting for bypass surgery. It was noted that the intra-aortic balloon pump used in this event was an iap-0500 (serial number unknown).

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.